Event description:
It was reported while using the cool path duo catheter during a paroxysmal supraventricular tachycardia ablation procedure, the irrigation port broke. During ablation, I twas noted that the irrigation port broke. The procedure was completed with another of the same device and there were no adverse consequences to the patient. The patient's current status is listed as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.